Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported rupture and separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted the rated burst pressure (rbp) for this device is 8 atmospheres as indicated on the product label. The product label and the armada 35 instruction for use also warns: inflation in excess of the rated burst pressure may cause the balloon to rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an av fistula. The 14 x 40 mm armada 35 balloon catheter was advanced without issue and inflated to 16 atmospheres (atm), but ruptured. It was observed that the distal shaft had separated; therefore, a snare was used to successfully retrieve the separated shaft portion. It was confirmed that the balloon material did not separate. The account was aware that they exceeded the rated burst pressure (rbp) for this balloon. No further dilatation was needed and the patient had a good outcome. No additional information was provided.